Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not return to zoll medical corporation for evaluation. Instead, a photograph of the error observed by the customer was provided. Review of the photographic evidence, did observe the customer's report. However; without return of the device, root cause determination could not be made using the photo. Analysis of reports of this type has not identified an increase in trend.